Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting varying left ventricular pacing impedance measurements ranging from 980 ohms to 674 ohms. No changes were made and the crt-d remains implanted and in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.